Event description:
It was reported patient underwent a shoulder hemiarthroplasty approximately fifteen years ago. Subsequently, patient was revised on an unknown date two months ago due to an infection. The humeral head was removed and a cement spacer was put in place. On (B)(6), 2012, patient was revised to a reverse shoulder arthroplasty. During the procedure, the bio-modular humeral tray would not fully seat or engage with the stem and was left loose. As a result, surgeon wedged a nitinol wire within the taper junction and impacted in order to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02393 / 02394).